Manufacturer narrative:
Following our receipt of the one returned opened/used sensor and found sensor needle broken inside sensor base (detached) as noted in the comments by the customer. See attached pictures for details. In summary, the customer complaint of broken sensor was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle hard to remove, needle break. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed and customer reported the sensors introducer needle fractured inside thebody , advised to return the sensor and needle hub. No harm requiring medical intervention was reported. Mmt-7040ma was requested and customer response was the device will be returned.